Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and elevated blood glucose (bg) levels (460 mg/dl). Reportedly, the customer believes the pump is not functioning properly. Customer was treated with an insulin drip and released from the hospital on the next day. Reportedly, treatment received in the hospital resolved the reported issue and there was no permanent damage to the customer.